Manufacturer narrative:
The device was scrapped before the analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.